Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2007, the patient underwent following procedures: l4 and s1 laminectomy. L5 bilateral foraminotomy for nerve root exploration.the. Posterior lumbar interbody fusion of l5/s1. Application and insertion of two lumbar interbody using cages. Bilateral posterolateral fusion with use of rh-bmp2/acs retain or local bone grafting. Instrumentation lumbar spine l4, l5, and s1 with pedicle screw rod system. Increased length of operation due to obesity with mass index of 49. Preop notes: following its completion of decompression, we were prepared for interbody fusion. I prepared the posterior disk space by cauterization of all at the neuro veins. I cleaned this posterior disk space of all soft tissue with protection of the nerve root and thecal sac. I incised the anulus of l5/s1 bilaterally, removing adequate amount of disk material before rasping each end plate and cleaning it of all end plate cartilage. An 8 mm. Space was found to be the appropriate size and placed at this level. With the disk space distracted, a cage was initially inserted on the patient's left and then on the patient's right. This was filled with rh-bmp2/acs. We inserted two of the cages measuring 8 x 22 mm. Dimensions. The interbody cage insertion was completed. At that point we were prepared for the bilateral posterolateral fusion. I introduced high speed tps burr into the pedicle of l4, l5, and s1. I inserted curb across each pedicle. Each hole was packed with a 5. 5 mm. Tap. A bicortical purse was obtained at l5/s1. A 6.5 x 45 mm. Length screws were used and l4 and s1 bilateral, a 6,5 x 15 mm. Length screw was used in l5 bilateral. These were connected with two of the 70 mm. Pre cut and bent rods bilateral. Prior to screw insertion all bony structures were thoroughly decorticated out. Pedicle screw thresholds measured. Left l4 29. Left l5 24, left s1 14. On the right l4 measured 14. Right l5 27. Right s1 9 milliamps. The two 30 mm. Precut and bent rods were applied and connected with three break off screws per side. We thoroughly irrigated the posterior lumbar spine wound and applied the rh-bmp2/acs. Local bone cleaned of all soft tissue on top of this. The hemovac drain was then placed. Both pa and lateral views confirmed appropriate location of screws. Orientation length and the length of the s1 screw. Cage insertion also appeared appropriate. On (B)(6) 2007, the patient was presented for office visit for follow up. The patient underwent xrays of the lumbar spine. Impressions: 2 views of the lumbar spine show pedicle screws placed, l4-5 and s1 unchanged in the position with no adjacent segment listhesis of l3-l4 or evidence of sacral insufficiency fracture. There is excellent placement of interbody grafts of l5-s1 without movement. On (B)(6) 2007, the patient was presented for office visit for follow up. The patient also underwent xrays of the lumbar spine. Impressions: the two-view lumbar spine shows pedicle screws placed at l4-l5 are unchanged in position. The interbody cages of l5-s1 remain well-located. The fusion has healed posterolaterally bilaterally, indicating a solid arthrodesis. On (B)(6) 2007, the patient was presented for office visit for follow up. The patient also underwent xrays of the lumbar spine. Impressions: the two-view lumbosacral spine, ap and lateral views show the pedicle screw placement at 14, l5 and s1 is unchanged in position and there is fusion healing posterolaterally bilaterally. On (B)(6) 2008, the patient was presented for office visit for follow up. Assessments: arthrodesis. On (B)(6) 2008, the patient was presented for office visit for recheck on wc lumbar fusion. The patient underwent xrays of the lumbar spine. Impressions: interbody cage placement across l5-s1 level with pedicle screws placed 14 though s1 unchanged in position. The fusion is solid posterolaterally from 14 through s1. Assessments: spinal stenosis of lumbar region. Congenital spondylolisthesis. Radiculitis. On (B)(6) 2012, the patient underwent left-sided transforaminal s1 epidural injection under spinal fluoroscopy. Preoperative diagnosis: lumbar radiculitis with lumbar failed back surgery syndrome. On (B)(6) 2012, the patient underwent bilateral sacroiliac joint injection under spinal fluoroscopy. Preoperative diagnosis: bilateral disorder of the sacral with sacroiliitis. On (B)(6) 2012, the patient underwent peripheral nerve blocks at a total of eight different locations in a bilateral fashion, that being s1, 2, 3, and 4 on the right and left side. Preoperative diagnosis: disorder of the sacrum bilaterally with lumbosacral spondylosis. On (B)(6) 2012, the patient underwent radio frequency neuroablation of lateral branch nerves in a bilateral fashion at the s1-2-3-4. Preoperative diagnosis: lumbosacral spondylosis, arthropathy and disorder of sacrum.